Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG¿s non-functional) was the c and d cable being pinched. The root cause could not be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.